Event description:
It was reported by the customer that during start up the cs300 intra-aortic balloon pump (iabp) displayed maintenance code #7. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. During the repair, the fse had an issue with the machine not booting back up. The fse assumed it may be the power supply , so the fse ordered another one. The new power supply did not solve the issue. The fse determined that the issue was a jumper on the datasette, fell off somehow, and disabled the software from booting. A new jumper was installed. The fse replaced the power supply to error on the side of caution. The fse performed calibration, functional, and safety tests. The unit passed all tests to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A supplemental report will be submitted when additional information is made available. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6). The full name of the event site is (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed maintenance code #7. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.